Event description:
It was reported that metal debris from the shaver blades of the unit was falling into the joint during use by the surgeon.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.